Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might trigger the reason complaint. The adapt tool reveals multiple failed batt test alarms on 09/22/2025 10:05:30.000 to 09/22/2025 10:45:26.000. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self test. No failed battery alarms noted during testing. Unit functioning properly. The pump received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with battery cap contact missing, scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). In conclusion no unexpected failed batt test alarms noted during testing. Unit functioning properly after battery installation and was tested successfully. Cosmetic damage was confirmed during visual inspection when missing battery cap metal contact, cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage. The customer stated that the location of the damage was at the case of the battery tube side and the battery tube threads. The customer stated that the pump was not accepting a new battery. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the battery cap damage, and accessories-1527 was used as a replacement for the battery cap. The customer stated that the damage was on the metal contacts. No harm requiring medical intervention was reported. No product return is required for mmt-1884.